Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tube clogged and kept bubbling at the end of the scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. No other visual defects were observed. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula. The flow was proper and no infusion was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. Based on the received condition of the device, the reported failure for "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tube clogged and kept bubbling at the end of the scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.